Event description:
Profound and permanent neurological injuries [nervous sys disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Resulting in copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an adult female who is now age (B)(6), used fixodent denture adhesive, version unk, cream as her denture adhesive of choice on upper dentures received in 1981 and bottom dentures received in 1989, with last known use in (B)(6) 2010, and reported the following: profound and permanent neurological injuries, was diagnosed with neuropathy in (B)(6) 2010 attributed to excess zinc and resulting copper depletion, and has severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.